Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during procedure, ultrabutton was flipped properly on femoral. While pulling out the suture using assist device, the suture got cut. The surgeon pulled both end of suture, and the procedure was completed with the same device. No patient injury or delay was reported.

Manufacturer narrative:
The reported ultrabutton adjustable fixation device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual evaluation cannot be performed and customer¿s complaint cannot be confirmed. From the information provided, ¿while pulling out the suture using assist device, the suture got cut.¿ an exact root cause cannot be determined without evaluation of the device; however, factor unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) incorrect flipping or reduction. (2) incorrect tunnel preparation.